Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure "e22 - motorpack error" was generated by the aquabeam robotic system. A new aquabeam handpiece was opened in an attempt to troubleshoot the issue without success. As a result, the aquabeam motorpack was then replaced, and the procedure was successfully completed. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
(B)(4). Per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess.

Manufacturer narrative:
The aquabeam motorpack and associated aquabeam handpiece were returned for investigation. Functional testing was able to replicate the reported "e22 - motorpack error" during a docking cycle; however, after clearing the error, three (3) aquablation simulation cycles were completed without the occurrence of the "e22 - motorpack error". The motorpack and associated handpiece could not be pulled apart, indicating a good mechanical fit between both components. A review of the device history record (DHR) for serial number (B)(6) and the aquabeam motorpack / lot number 21c01588 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A review of similar complaints confirmed 11 other similar events reported to procept. The aquabeam robotic system user manual, um0101-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults, e22 - motorpack error, release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Section 11.2.7 sterile: motorpack draping and docking with the aquabeam handpiece drape the motorpack with deroyal camera drape (ref 28-0401 or equivalent) so that a tight seal is formed around the recess area where the aquabeam handpiece will attach to: - pre-stretch the elastic region to reduce risk of tears when seating it in recess of the motorpack. - ensure the drape is properly seated in recess of the motorpack. - ensure the drape is not obstructing the magnetic plate on the motorpack. Caution: pull the drape back to recess of the motorpack. Warning: to avoid potential contamination of the motorpack, ensure it is draped with a new sterile drape for each procedure. The aquabeam robotic system instructions for use ifu0101-00 rev. E, states the following: section 8.8: sterile: dock the motorpack to the aquabeam handpiece and apply sterile tape over the connection between the aquabeam handpiece and the motorpack to seal it. Do not apply sterile tape over the aquabeam scope. Keep the motorpack and the aquabeam handpiece assembly with the aquabeam scope clamp assembly in a secure and sterile environment. Refer to user manual for detailed motorpack and aquabeam handpiece docking and draping instructions. Although the in-house investigation confirmed the reported failure mode, the root cause was unable to be established. Complaint data is monitored and trended as part of procept's quality management system; shall a trend arise for this failure mode, then further actions will be considered. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.